Manufacturer narrative:
The reference c22013 has been allocated to this case by rayner. The event description provided states that following implantation a crack was observed in the iol necessitating explantation. To aid explantation, the lens was cut into two pieces. The product was retained and returned to rayner for evaluation. The lens was returned in two pieces, consistent with the report of the lens having been cut in two to aid lens explantation. Cosmetic inspection of the returned lens under 10x magnification identified a crack in the centre of the lens; however, as the lens had been cut to facilitate lens explantation it is not possible to establish if this crack is the source of the original complaint or subsequent damage caused during lens explant. A preliminary inspection of the returned injector identified that the plunger was fully retracted and that the flaps of the injector were slightly open. This suggests that the flaps may not have been fully secured at the point injection was started. No damage to the injector was observed. The condition of the returned iol prevented any testing from being performed on it. To facilitate testing of the returned injector 1x rao600c +24.0 d from rayner's stock was loaded and injected as per the IFU. Injection was successful with no damage to the lens or injector post injection. Product testing has been unable to replicate the event as reported. No device fault found. Our review of production records for the rayone aspheric rao600c batch 081175461 showed that all manufacturing and quality checks were conducted with successful results. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 081175461.

Event description:
On (B)(6) 2022, rayner intraocular lenses limited received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the immediately post implantation the healthcare professional observed a crack in the lens necessitating lens explantation.